Manufacturer narrative:
On (B)(6) 2023, advanced failure analysis investigations were completed, and initial findings were confirmed. The missing grip piece was determined to be the carbide insert. As a result, the primary failure of instrument grips -tips - carbide insert damage was found to be related to the customer reported complaint. The carbide insert appeared to be completely broken off and was not returned with the instrument. The grip with the missing carbide insert shows evidence of braze material. The brazed grips are also load tested at the supplier, indicating the failure to be unlikely supplier related.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, one of the grips of the large needle driver was missing. This needle driver was used with a second large needle driver for 29 minutes. No issue was reported during use of the instrument. As the damage was noted after the procedure, the site thinks the instrument broke after the case or in the sterile processing department. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis and the evaluation has been completed. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a piece of the grip tip missing. There was a piece missing and it was not returned with the instrument. The missing piece measured approximately 0.427" x 0.057." Additional observations not reported by the site were also identified. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibited orange discoloration. The instrument was also found to have dried residue on the clamping pulleys.